Event description:
It was reported that during removal of a wound drain, the nurse heard a loud pop and the drain broke. The pt was taken to surgery to remove the indwelling drain portion. Sutures were initially placed in the drain at the entry site to retain drain in place. Type of procedure that required drain placement consisted of the following: lavh, bso, umbilical, herniorrhaphy, cystoscopy, laparotomy, ureter repair.